Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this device was part of a system revision due to infection. This device was explanted and used as a temporary pacemaker until the new device was implanted. No additional adverse patient effects were reported.